Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon review of the merlin.net transmission, the right ventricular lead exhibited high impedance. All other electrical measurements were in range. The patient was brought into the clinic and upon interrogation, all electrical measurements remained in range. No intervention was performed. The patient was in stable condition.

Event description:
New information received on (B)(4) 2018 indicating that the lead continued to exhibit high impedance. The patient presented on (B)(6) 2018 for an unrelated procedure. During the procedure, the lead was tested thoroughly and was found to be normal. The lead remained in use.